Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, and the high pacing impedance was not confirmed. As received, a complete lead was returned in one-piece. Visual examination fount the helix partially extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the helix being clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.

Event description:
It was reported, during an implant procedure, high pacing impedance was observed on the right ventricular (rv) lead. Additionally, it was noted the helix was unable to extend or retract. The rv lead was explanted and replaced to resolve the event. The patient was stable.